Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the surface of the pebax. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional of the returned device was performed. Visual inspection of reddish material and a hole in the surface of the pebax. The device was connected to the carto system and the device was recognized; however, the visualization failed since the errors 105 and 106 were displayed on the screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and sufficient adhesive application on the wires was observed. A manufacturing record evaluation was performed for the finished device number lot 31587441l and no internal action related to the complaint was found during the review. The waggling issue reported by the customer has been confirmed as errors 105 and 106, which may be linked to the reported event. However, the potential cause of the open circuit could not be determined. The instructions for use of the carto 3 system contain the following information that should be considered: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The reddish material inside the pebax is unrelated to the event reported. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson and johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).